Manufacturer narrative:
510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Other¿(B)(4) lot number unavailable. Date of implant is unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2015 due to post-operative loosening and back-out of some of the screws associated with the universal spine system (uss) ii. The uss ii construct was initially implanted on an unknown date at levels t5-l3 to treat symptomatic scoliosis. During the surgery, it was discovered that the sleeve (titanium collar) installed at right level l3 was split in half. The surgeon believed that the fracture of the sleeve might have affected the loosening of the lowest screw. The surgeon inferred that the fracture might have been caused by the concentration of stress to the l3 part after the initial surgery. The fractured sleeve and the backed-out screws were removed and replaced with the new sleeve and the screws, and the surgery was successfully completed with re-correcting the implant with the rod; however, there was 30 minutes surgical delay due to the need for revision of the split sleeve. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the part returned in a minigrip. The part number and the lot number etched on the part match with the references reported in the complaint. The sleeve is broken into two (2) pieces. The certificate of raw material was reviewed. No anomalies found, the material was approved for manufacturing. The characteristics pertinent with the complaint conditions were measured and were found to be within specifications. Based on the visual inspection, the surface is damaged and, in some points, the color layer is completely removed probably due to friction with another implant. No manufacturing related issues were identified and/or confirmed. Although the exact root cause could not be found, it is most likely that friction with other implants or the application of excessive force led to this breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number identified upon receipt of subject device. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.